Manufacturer narrative:
Eval codes, results: (other) - eval of the returned product did not confirm the reported issue, the alarm has intermittent power when using new batteries. The alarm has power when using an external power supply or a 9v adapter and no intermittency detected when using these power sources. The alarm passes all functional tests. Physical observation of the alarm found there is battery leakage residue inside the battery compartment and on the flat contacts. MFR ref file (B)(4).

Event description:
The customer reported the alarm does not have any power; batteries have been replaced with a new supply. No visible damage to the alarm reported. The customer did not provide the date when this was discovered. No pt incident or injury reported.